Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device by omsc confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Defect of the cable was noted. Omsc guessed that the reported event was caused by the defect of the cable. There is possibility that the defect of the cable was caused by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings: the reported event was reproduced. Defect of the charge coupled devices (ccd) unit was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was black and was not displayed. There was no report of patient injury associated with this event.